Event description:
The pt was implanted with a smooth saline on 8/22/96. Subsequently, it was noted that the pt had developed an infection in her right breast and was removed on 9/3/96. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, 2/10/92). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.